Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device. Prevention measures associated with reprocessing issues are detailed in ¿tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope.¿, and detection methods are written in ¿tjf-q190v operation manual chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope needed demo disinfection plus leakage tests. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around light guide lens and the connecting tube both have foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the adhesive around light guide lens and the connecting tube both have foreign objects due to insufficient cleaning. The foreign material cannot be removed due to the buckling of each channel or nozzle/the gap on the insertion or the boot. Additional evaluation findings were as follows: the air/water cylinder, the scope cylinder both has no color, the grip, the distal end was shaved, the switch1, the plug unit, the universal cord all have a scratch, the forceps channel port has a dent, due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained, the scope connector cover unit has corrosion due to water leakage, the image guide protector is damaged, and the light guide lens has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.